Event description:
It was reported that this right atrial (ra) lead does not capture and this has been known since implant. The atrial lead reportedly dropped out of position. Thus, the lead was programmed not to pace and only sense. Later, the ra lead was oversensing the ventricular signal and the sensitivity was adjusted. No additional adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.